Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the right ventricular lead integrity alert was triggered. Also, the impedance trend on the rv (right ventricular) pacing lead was rising. Concomitant medical products: d314trg implanted: (B)(6) 2012; 5071-35 lead implanted: (B)(6) 2004.

Event description:
It was reported that there was noise on the right ventricular (rv) lead, and oversensing was present on many episodes. There was also variability in the impedance trends. A lead integrity alert (lia) triggered. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.